Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the instrument broke. There was no surgical delay. The procedure was completed successfully. There was no patient consequence. This report involves one (1) saber lumbar I/f cage system disc shaver 13mm. This is report 14 of 14 for (B)(4).